Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported finding a fluid leak following treatment. When removing the supplies she found fluid inside the cassette area of the cycler. The patient reported speaking to her nurse about the event. The cassette was discarded. During follow up the patient's nurse reported the patient did not have an adverse event associated with the leak. The patient had reported the leak and was prescribed a single dose of prophylactic antibiotic cipro (oral).